Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed bearing constrained condylar knee (cck) catalog # 42512800710 lot # 64316885. Unknown femoral stem extension 14x30 catalog # unknown lot # unknown. Unknown tibial component catalog # unknown lot # unknown. Unknown tibial stem extension catalog # unknown lot # unknown. Unknown patella catalog # unknown lot # unknown. Biomet bc r 1x40 us catalog # 110035368 lot # 915cak1905. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-00366, 0001822565-2023-00370, 0001822565-2023-00371, 0001822565-2023-00372 and 0001822565-2023-00373. Remains implanted.

Event description:
It was reported patient is experiencing pain and diagnosed with synovitis three months post implantation. It was noted that there was a complex primary tka utilizing revision components with stems and semi constrained liner, mac plus spinal and nerve block, clear yellow synovial fluid, extensive scar tissue through the suprapatellar pouch and gutters and anteriorly. Additional 4mm bone cut on the distal femur due to flexion contracture, area on nonunion where tibia had collapsed medially this was excised as well as scar tissue, surgeon determined it would be more beneficial to the patient to go from primary knee to a semi constrained component to allow for better stability, good rom and stability. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. According to cleveland clinic, steroids are often injected directly into joints to treat conditions such as rheumatoid arthritis, gout, or other inflammatory diseases. Steroids can also be injected into inflamed bursae (bursitis), or around inflamed tendons (tendinitis) near the shoulder, elbow, hip, knee, hand, or wrist. The indication for a steroid injection is related to inflammation and pain. The synovial membrane (synovium) encloses each joint and secretes fluid to allow joints to move freely. When the synovium is irritated by debris or pathogens, it over-secrets fluid causing local pain/tenderness, inflammation, swelling, and warmth, often resulting in mobility difficulties. Synovitis is treated with steroid injections to reduce the pain and inflammation or by arthroscopic or open synovectomy. As the complaint indicates, the patient required a steroid injection which resolved the pain and inflammation, and the implants remain intact without further complications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.